Event description:
It was reported the system 2000 is functioning intermittently during intra-operative use. There were no patient complications reported as a result of this event. No additional information was available.

Manufacturer narrative:
Attempts to obtain additional information, including the information requested in this form, were unsuccessful.